Manufacturer narrative:
Sample not received by MFR in time for this report. Investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: while using the mask on a pt, the mask deflated within minutes. It was replaced with another mask. No reported pt injury.